Event description:
Customer complaint. A wheel came off while the walker was being handled. No injury was reported.

Manufacturer narrative:
The wheel came off during handling of the walker. No user was involved. The walker was not returned to etac for eval and therefore could not be examined. (B)(4).